Event description:
It was reported that a change in therapy effect occurred. The patient indicated that she was doing ¿much better on with the pump than on the pills¿. On (B)(6) 2013, the patient had ¿a major spine surgery and they disconnected the pump and just recently they refilled the pump now they say insurance won¿t pay for the medication anymore and that was shocking". The pump was filled right before the patient¿s spine surgery. It was also reported the patient¿s health care provider (hcp) ¿did my back surgery and then I got a new doctor for the pump¿. The patient wanted to know that if ¿it makes a difference if they put saline or the actual medication in the pump¿. On (B)(6) 2014 the patient had the pump filled with morphine and it was noted she was also taking a ¿morphine pill¿ because ¿the pump isn¿t hooked up right now to my knowledge¿. It was reported that the patient was ¿doing so much better on the pump than on the pill and they don¿t know what is going on with putting me back on the pump". The patient spoke with someone at her hcp¿s office the day prior to this report date and the hcp told the patient they were going to ¿have the nurses check on this issue¿ to see when her pump will be hooked up again. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).